Event description:
It was reported that after a deep inferior epigastric perforator (diep) procedure, a hematoma occurred five hours after. Reoperation with evidence of a compressive hematoma suspended. There was an evacuation of the hematoma and rescue of the diep. There was longer hospitalization.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.